Event description:
It was reported that a manufacturing representative (rep) was looking to find out how much time the patient had left with the implantable neurostimulator (ins). The clinician programmer (cp) was showing the patient¿s ins was ok and had 35-70% capacity used. They performed longevity calculation to estimate the ins battery life. The reason for the calculation was because the pocket site was causing the patient discomfort and the healthcare provider (hcp) was considering replacing the ins. The ins would get turned in the pocket where it was pushing out, which caused the discomfort. It was noted that the patient had gall bladder surgery last july and since then it had never really been seated right. However, it was noted that this did not coincide with the information that the patient provided as to when they started to notice discomfort in the pocket site. The patient also had weight loss. Settings used to perform the calculation: 2.7v, 420 pw, 60 hz, 611 ohms, 105 ma, 1 cathode, 1 anode, and 24 hours day. The estimated longevity was 51 months. The patient¿s battery voltage was at 2.64v. It was later reported that the doctor was planning for a battery replacement and a pocket revision for the patient. The date was unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# l31417, implanted: (B)(6) 1993, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1993, product type: extension. (B)(4).